Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed; failure analysis found the primary failure instrument grips tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.151" x 0.427" was found to be broken off, the broken piece was not returned. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from the device and instrument grips tips/broken. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, one of the maryland bipolar forceps instrument tips was broken off the end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland arm was not used on the patient at all, it was seen before patient was in the room. The procedure was completed with a different instrument. The last time that this instrument was used was on (B)(6) 2022.